Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter placed on 29th jul. The catheter was removed spontaneously on 30th jul while recuperating in the mficu (obstetric ICU). No damage was found on the balloon. When the catheter was inflated with air, it was confirmed that the catheter fell out spontaneously. And stated no bleeding and pain.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Addressed by CAPA 8266921. Three photos were received. The first one shows an overview of the three-way catheter, the second photo zooms in to the deflated balloon and tip, and the last photo shows the catheter's cap with the printed lot number nghu1681. Received 1 all silicone foley catheter. Inflated the balloon using an inhouse syringe with 10 ml of methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and the solution immediately leaked to drainage funnel indicating lumen to lumen leak. The sample received product does not meet specifications as per inspection procedure which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿ the root cause identified is it was difficult to assure the positioning of the catheter due to vision was difficult. A DHR review was not required as CAPA 8266921 was applicable for this product lot number. A labeling review was not required as CAPA 8266921 was applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed on 29jul for surgery. While recuperating in the mficu (obstetric ICU), the catheter was removed spontaneously on 30jul and there was no damage found on the balloon. When the foley catheter was inflated with air, it was confirmed that the air fell out spontaneously and there was no bleeding and no pain were reported.